Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic hernia procedure, the balloon broke, made strange noise, and leaked gas/air. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector balloon had a hole at the distal end on the side. The trocar balloon, lock collar, stopcock, obturators, I nsufflation port, valve seal and circular seal appeared intact. The insufflation bulb and the inflation syringe were received. Functional testing noted that the trocar balloon was inflated and no leaks were detected. The lock collar move up and down the cannula freely and securely locked in place. It was reported that the balloon was broken, the instrument made a strange noise, and there were leaks. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the device made contact with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Care should be taken when introducing secondary trocars to avoid damaging the distal balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.